Event description:
Procedure: breast reconstruction. According to the reporter: initially clips were not forming and then clips were cutting the vessels. The patient needed to be transfused as a result. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).